Event description:
Additional info received 9/30/2005: approximately 1 hour post pfo closure procedure, pt became hypotensive and an emergent echocardiogram was performed. Echo revealed diastolic collapse of the rv and a large peridcardial effusion causing significant hemodynamic compromise. Atrial septal occluder device appears to be in proper position. Pt was returned to the cath lab for a successful and uneventful pericardialcentesis. Repeat echos on 9/1/2005 and 9/2/2005 show a small pericardial efusion remaining without hemodynamic compromise and the atrial septal occluder device present in good position. The pericardial effusion decreased in size since 9/1/2005. Dr has stated there were no problems with the device. Pericardial effusion is a know complication of a catheterization.

Event description:
Pt required pericardialcentesis about 1 hour post procedure. The pt is doing fine and will be discharged 9/2005. The physician indicated that the incident was not device related.